Event description:
It was reported facility has had some problems with several provena PICC lines shearing off at the tip. 05/11/2020-additional information received: "product is powerpicc provena cather with tps system 4fr dual lumen. The lot # is redy2966, ref # is s1274108d. I placed the in question PICC 5/6/2020, I was unable to thread the catheter therefore I removed the whole PICC and removed the wire. The wire was curled and kinked at the 4 inch tip, as I picked the wire up to examine it the tip broke at approximately 1 1/2 inch from the end. I commonly assess the wire when I cannot not thread them. The patient was not injured and I placed a PICC successfully in the opposite arm."

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint a broken stylet was confirmed; however, the root cause was not identified. The product returned for evaluation was one 3cg tls stylet. Usage residues were observed throughout the sample. Two breaks were observed in the polyimide tubing and a break was observed in the core wire within the polyimide region. The distal fragment included the manufactured tip, including conductive epoxy. Multiple kinks were observed in both the tubing and the wire. Microscopic inspection of the tubing break revealed a granular fracture surface. Deformation discoloration were observed in the vicinity of the break. The tubing thickness was measured at several points at the break site using a digital microscope. The measurements were all within manufacturing specifications. Microscopic inspection of the break in the core wire revealed a granular fracture surface. Necking was observed in the vicinity of the break. The breaks in the tubing and wire were consistent with material failure due to tensile (pulling) stress. While it appeared that the polymide tubing was kinked prior to fracture formation, it also appeared than an additional unidentified factor(s) may have contributed. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. A lot history review (lhr) of redy2966 showed three other similar product complaint(s) from this lot number.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redy2966 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported facility has had some problems with several provena PICC lines shearing off at the tip. 05/11/2020 - additional information received: "product is powerpicc provena catheter with tps system 4fr dual lumen. The lot # is redy2966, ref # is (B)(4). I placed the in question PICC (B)(6) 2020, I was unable to thread the catheter therefore I removed the whole PICC and removed the wire. The wire was curled and kinked at the 4 inch tip, as I picked the wire up to examine it the tip broke at approximately 1 1/2 inch from the end. I commonly assess the wire when I cannot not thread them. The patient was not injured and I placed a PICC successfully in the opposite arm."